Event description:
It was reported that this pacemaker exhibited pacing inhibition greater than 2 seconds and noise on all 3 leads, while the dependent patient awaiting generator change. Upon review, it was noted three ventricular episodes were stored with simultaneous noise on all leads, despite no external connections or movement. The patient experienced a hot flash medical administration, raising concern for electromagnetic interference (emi). The pacemaker was removed and replaced and post-procedure testing showed no noise and normal impedances; however, sensitivity was raised significantly and programmed fixed. No additional adverse patient effects were reported.